Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error alarm and keypad was stiffer than normal. Customer stated that they were hospitalized due to diabetic ketoacidosis from (B)(6) 2019 with blood glucose level was above 241 mg/dl. Customer stated that insulin pump was not bumped, dropped, exposed to moisture or high magnetic field. The customer stated that time clock advanced normally. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons operating properly. All operating currents are within specifications and the device passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery or motor error alarms noted. The motor was tested outside of the device and passed. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Device was also received with minor scratched lcd window and scratched reservoir tube window.